Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the superficial femoral artery (sfa). During the retrieval of the filter for a 190cm emboshield nav 6 embolic protection system (eps), it was noted that the filter appeared to drop out from retrieval catheter near the sheath [dislodge]. Therefore, the filtration element was removed by pulling the barewire. There were no adverse patient effects reported nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, it is likely that an excessive embolic load prevented the filter from being able to fully collapse into the retrieval catheter and during the attempt to remove, the filter dislodged out from the retrieval catheter but remained on the barewire allowing the system to be fully removed intact. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.